Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient suffered from a fracture of the distal radius. Patient came to the or on (B)(6), 2013 for surgery. It is reported that after the surgeon installed the plate at the most distal end, he fixed the plate with variable angle screw insertion. When the surgeon inserted the screw at the most distal end, the screw penetrated the plate. After the surgeon removed the questionable screw from the radial side, the surgeon inserted another screw into the hole of the distal second line. It is reported that after this, the procedure was completed. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.